Event description:
This emdr is being submitted for issue experienced on unknown number of patients. The product field manager visited a center, where elderly people went after a surgery to recover. Patients with total knee arthroplasty (tka) and total hip arthroplasty (tha) come from hospital with company¿s surgical dressing applied. It was reported by the nurse that it was difficult to remove the dressings since they were really sticky and when they achieve to remove the dressing there are a lot of ¿hydrocolloid ¿ debris¿ so they have to clean the skin aggressively. Dressings are usually in place between six and ten days. The product was used on patient. There was no harm or reaction reported. No photo is available at this time.

Manufacturer narrative:
E1:(B)(6). H6: medical device problem code: as per the information provided by complainant, for the issue dressing really sticky, the imdrf med. Dev. Prob. Code a050901 (adhesive too strong) is not available for selection. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.